Manufacturer narrative:
(B)(4). The device was not available for evaluation and the lot number was unknown; therefore a batch review will not be performed. Should additional information become available, a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice during use during initial drain. The patient stated there was air in the patient line. The baxter technical service representative (tsr) advised the patient to verify that the patient line was filled with solution entirely before connecting. The tsr assisted the patient in ending the therapy and advised the patient to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. The patient stated that they were able to resume therapy successfully after starting over with new supplies. The patient did not notice any visible damage or abnormalities with the supplies in use and did not know how air got into the lines. The patient stated the sample was discarded and they did not know the lot number of the supplies. The patient stated they had not contacted their nurse regarding the alarm since everything has been going fine. Baxter product surveillance suggested contacting the nurse in regards to the alarm. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a check patient line was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.